Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure in (B)(6) 2012. The patient experienced many issues including cysts on her ovaries and underwent removal of an ovary. It was reported that the patient was told by her physician that the "mesh was corroded" and needed to be removed but would not be able to remove all of it. Additional information has been requested.